Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that excessive battery discharge was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.